Manufacturer narrative:
The cartridge was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Biomed reported "significant" blood leak due to broken arterial pod during patient treatment. Blood was described as leaking into the device in the area of the arterial pressure sensor and blood pump. No patient adverse event was noted as a result of this incident.